Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent far p-wave oversensing was observed due to intrinsic atrial events during a follow-up in clinic. Programming changes were made and further testing was recommended.

Event description:
New information received indicated that the additional non-sustained ventricular oversensing episodes were observed due to the p-wave signals. The patient was asymptomatic. The device was reprogrammed.

Event description:
Additional information received indicated that the device was explanted due to previous reports of far p-wave oversensing.